Event description:
During a vertebral augmentation, the hub of the biopsy needle broke, both on the original product and on the back up device. The procedure was cancelled as a result. There was no injury to the user or pt. The rescheduled procedure has since been completed successfully.

Manufacturer narrative:
It has been confirmed that the devices have been discarded at the account and will not be returned for eval.